Manufacturer narrative:
The previous regulatory report had an incorrect aware date. The aware date is (B)(6) 2019. Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the lack of flow was unknown. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 100 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The catheter was replaced on (B)(6) 2019 and was discarded. The catheter had no obvious defect and there was no cerebrospinal fluid (csf) flow. The patient experienced loss of intrathecal baclofen (itb) effect. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included programming a bolus with no effect and a catheter access port (cap) test with no csf. The issue was resolved at the time of this report and the patient status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ it was further reported the patient had a history of loss of itb effect without withdrawal. In the operating room no csf flow was noted at the connector and along the entire path of the catheter. A new catheter was placed without difficulty with good csf flow. The patient¿s weight was asked and unknown and would not be made available (legal/confidential reason). The patient¿s medical history included cerebral palsy. No further complications were reported/anticipated or expected.